Manufacturer narrative:
(B)(4). This lot was manufactured march 18, 2015 to march 19, 2015. The device was returned for evaluation with fluid in its reservoir. Visual inspection on the returned unit showed no signs of physical abnormality. A functional flow rate test was performed and the results were within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.